Event description:
It was reported that surgeon revised patient's right hip due to pain.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl ha cluster 52 mm: cat# 542-11-52e, lot# mkp6mv; secur-fit max 127 hip stem #9: cat# 6052-0935s, lot# mknhjk; 6.5 cancellous bone screw 25 mm; cat# 2030-6525-1, lot# mkm48k; c-taper cocr lfit head 36mm/0: cat# 06-3600, lot# mkmtn4; 6.5 cancellous bone screw 30 mm: cat# 2030-6530-1, lot# mknal4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon revised patient's right hip due to pain.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because limited information was provided. Additional information, including medical records and the returned device are needed to fully investigate the event. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.